Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that her spouse had to call paramedics a couple of nights ago due to low blood glucose levels. She was also not responsive. Customer is not sure why low blood glucose level occurred. Customer mentioned that she was pregnant. Customer was not wearing sensor during incident. Customer states that she tends to loose her sensor while sleeping. Customer inserted sensor after incident. The sensor kept alarming to calibrate blood glucose level. No blood glucose level reading provided. No further information to report.